Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01116. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization devices (psr3d). While preparing an initial psr3d for use, the technologist inadvertently dropped the device on the floor while attempting to put it in a wire bowl. Consequently, the psr3d was not used and a new psr3d was opened for the procedure. During the procedure, the physician made one pass using the second psr3d through a penumbra system 3max reperfusion catheter (3max), then removed the psr3d. Upon attempting to reintroduce the psr3d back into the patient, the physician noticed that the psr3d appeared to be "softer" or stretched. Therefore, the psr3d was removed and a third psr3d was opened. The physician made another pass with this psr3d without any device issues; however, the thrombus was not retrieved and the psr3d was removed. The physician then decided to use stent retriever devices to remove the clot burden but was also unsuccessful. The procedure ended at this point. There was no report of an adverse effect to the patient.